Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that her blood glucose has been all over the place, and that means high. The customer also reported that the belt clip broke. Patient's blood glucose at time of incident was 452mg/dl. Patient's current blood glucose was unknown. The customer treated for high blood glucose with insulin pump. Based on customer report customer does not allege pump was under delivering. The customer was calling about replacing the infusion sets because as blood glucose is skyrocketing. The insulin pump will not be returned for analysis.